Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced hyperglycemia while using the ilet system after overtreating a prior low with candy, with a highest cgm reading of 378 mg/dl and a confirmatory fingerstick of 414 mg/dl; the infusion set was an inset 23 inch and cgm was libre 3, and no device component issue was identified due to insufficient information. Symptoms included hyperglycemia. Outcomes included no health consequences or impact, and the user¿s glucose later decreased to 75 mg/dl. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available and insufficient information regarding a device problem or component. It was concluded, based on previously established findings for similar reports, that the cause was not established.